Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine generator change. An interrogation of the device prior to the procedure revealed several recorded high ventricular rate episodes caused by sensing noise exhibited by the right ventricular lead. Upon visual inspection the physician observed large outer insulation breach. The lead was cut, capped, and replaced on (B)(6) 2020. The patient did not experience any adverse consequences before, during, or after the procedure.

Manufacturer narrative:
Final analysis found that as received a partial lead was returned in one piece measuring 16.2 cm. External insulation abrasion was found at 12.0 -13.5 cm from the connector pin breaching the outer insulation and exposing the outer coil consistent with friction to the device can. The reported events of noise and outer insulation breach were confirmed.